Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information states that the right ventricular lead was explanted and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an episode of ventricular fibrillation which appeared to be right ventricular lead noise. Patient received atp therapy as a result of this. The patient was seen in clinic on (B)(6) 2017. The noise was reproducible with isometrics. Lead revision was discussed. The patient received atp therapy again which was noted via remote transmission. The patient was stable.